Manufacturer narrative:
The field report of helix would not extend was confirmed while the complaint of no sensing was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The helix would not extend due to blood/tissue in the helix housing and the inner coil was clogged with blood. After ultrasonically cleaned the lead and applying direct torque to the inner coil after cutting the lead, the helix could be extended and retracted. The full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. X-ray showed that the helix assembly was normal and the inner coil inside the connector region was over torqued which is consistent with multiple repositioning of the lead.

Manufacturer narrative:
(B)(4)

Event description:
Insufficient sensing was noted on the right ventricle lead. During revision of the lead, the helix would not move. The lead was explanted and replaced. The patient is stable.